Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced three infusion sets tubing detachment. Infusion sets were in use for 24 hours. Patient replaced infusion sets and resumed insulin successfully. No further information available.